Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and calibrated helium transducer to resolve issue. Unit passed all functional and safety testes. The equipment works to manufacture¿s specs.

Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump's (iabp) helium transducer not calibrated. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.